Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), grasping was difficult and a chordal rupture was observed which is considered a serious patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets; however, it was not possible to grasp the leaflets and a chordal rupture was observed. The procedure was discontinued. The patient was confirmed to be clinically stable post-procedure, and the pre-existing mr was treated with cardiac surgery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be related to challenging patient morphology/pathology (leaflet anatomy). The reported tissue damage (ruptured chord) appears to be a related to procedural conditions and a result of the grasping. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.